Event description:
It was reported by service report that the brakes have not been upgraded and the brake force pull test results were not to specification. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Gill brake plate kits were installed.